Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they have an ill-fitting aligner and that their dds found significant nerve damage, which has resulted in mobility of eight teeth. The dds put the patient into a retainer and advised the patient to immediately stop aligner treatment.